Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they had been having some trouble with the device and they didn't know if something was going on with the ins battery or what. Patient stated that they were trying to get the device to work for a while, but the device wasn't working. Patient said that they were sent another controller before, but they had also been having a lot of pain around the ins battery area. Pt said that they had been going to a spine doctor and hcp told them to contact a rep to have the ins checked. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. When asked for the event date, pt said that it had been going on for a while. Pt said that it was like around september. Pt said that the doctor had only talked to them for about 5 minutes. Pt said that hcp had scheduled them to have mris, but they would call and call and call and no one would re turn their calls. Pt said that they were told that they couldn't have mris done since their insurance company wanted them to do therapy first.